Event description:
I put in brand new batteries right out of the package (B)(6) and my malem bedwetting alarm caught fire. The plastic melted and there was smell everywhere. All I did was insert batteries and plug in the sensor. Plugging in the sensor made the alarm burn up. FDA safety report ID# (B)(4).